Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic with phrenic nerve stimulation. During follow-up, a perforation of the apical area of the heart was noted. The lead was extracted and replaced. The patient was in stable condition.